Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the patient had died. The patient presented with a heart attack. The target lesion was located in the left anterior descending (lad) artery. A 2.50 x 16 synergy" drug-eluting stent was selected to treat the lesion. The stent was successfully deployed, however, it was reported that the patient died.